Event description:
A surgeon reported a pt with a refractive surprise following intraocular lens (iol) implant surgery. The surgeon indicated that, in his opinion, the lens did not cause/contribute to the event; and that the potential cause of the surprise was "incorrect toric iol axis placement - incorrect data readout". He also reported that the pt had previous rk (radial keratotomy) surgery in 1985. It was also reported that during the implant surgery, there was a "wound leak @135 degree rk incision require suture". Additional information has been requested.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Root cause: the root cause could not be identified by the investigation. The sample was not returned. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. Additional information was requested on 02/18/2011 and 02/28/2011 by phone, fax, and mail. A completed questionnaire has not been rec'd. (B)(4).